Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2010 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent mesh and repliform implantation on (B)(6) /2010 to treat pelvic organ prolapse and stress urinary incontinence with concurrent hysterectomy. The patient underwent mesh revision on (B)(6) 2010 and mesh removal on (B)(6) 2010 and (B)(6) 2011 due to urinary tract infections and vaginal mesh erosion. (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urinary urgency and atrophic vaginitis. (B)(4).

Event description:
It was reported that following insertion the patient experienced incontinence, urinary urgency and atrophic vaginitis.

Manufacturer narrative:
Date sent to the FDA: 05/26/2016. (B)(4). Additional information: other relevant history. It was reported that following insertion the patient experienced mesh exposure, bloating, weight gain, vaginal discharge, urinary tract infection, constipation, discomfort, and hematuria.

Event description:
It was reported that following insertion the patient experienced mesh exposure, bloating, weight gain, vaginal discharge, urinary tract infection, constipation, discomfort, and hematuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.